Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00910 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc). The model name of the subject device was not tb-0535fc but tb-0535fcs. The brand name and the model number were corrected. The lot number was identified and filled in. The device manufacturer date was identified and filled in. Omsc investigated it on october 12, 2017. The probe was broken at 16.5 mm from the distal end. There was a contact mark on the probe. The shape of the fracture surface showed that the crack developed from the contact mark as the starting point. There was a contact mark on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn. The manufacturing record was reviewed and found no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode with grasping thick and hard tissue at the distal end of the grasping section. Since the proximal side of the ptfe pad was worn, the probe contacted the non-insulated part, and contact marks occurred on the probe and the non-insulated part. The crack developed from the contact mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken off when the user applied loads to the probe. The instruction manual of the device has already warned as follows; warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. Some probe damage errors occurred. However the doctor continued to use the subject device. After four hours of use, the probe of the subject device fell off inside the patient. The fallen probe was retrieved from the patient with a grasper. The procedure was completed with a similar device. There was no patient injury reported.